Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained scans of 62mg/dl and 56mg/dl and experienced symptoms of dizziness and blurred vision and stated she felt hypoglycemic. The customer went to the emergency room where blood glucose tests of 441mg/dl and 427mg/dl were obtained on through the laboratory within 10 minutes of the scan and the customer was treated with "2 IV" drips, 200ml, to stabilize her glucose. When plotted on the parkes error grid, a sensor scan result of 62mg/dl and 56mg/dl and a laboratory results of 441mg/dl and 427mg/dl fall into the "d" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.